Event description:
This male pt was presented to the interventional lab for an emobolization procedure of a lesion located in the cavernous sinus. There was no calcification and the vessel was not tortuous. After accessing the lesion with a rapid transit microcathter (mc), the physician packed the lesion with six coils. When the physician attempted to place a seventh coil (lot 13057527), he felt a large resistance at the distal tip of the mc. Subsequently, the coil became stuck at the distal tip. The physician noticed that the sixth ciol that was previously deployed was not properly placed, and the tip of the coil was protruding out of the lesion, causing the resistance. The info states that the physician was not sure if the markerbands were properly aligned prior to deployment. When he attempted to withdraw the mc, the coil was stretched and pulled out of the mc and into the internal jugular vein and eventually migrated to the superior vena cava. The info states that because the pt's condition was not good, retrieval of the coil was not an option. At that point, the procedure was aborted. There is no info as to what treatment was given post-procedure. The product will not be returned for evaluation and testing. Please not the CAPA 542 has been opened to address pre-mature detachement issues. Please note that this is the first product involved in this event and is related to manufacturing 1058196-2006-00038.